Event description:
It was reported that there was a leak on a homechoice (hc) machine during fill one. The technical service representative (tsr) went over the connections with the home patient (hp). The hp stated that the heater bag was loose and solution was leaking onto the floor. The tsr assisted the hp in ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.